Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. The device was evaluated for a false upstream occlusion instead of the reported undetected upstream occlusion. The pump could not be tested (upstream occlusion testing) due to a clean load point #2 alarm. Since the pump is no longer in its received condition, the evaluation could not be performed. The device in question was repaired and tested prior to release to ensure the device meets all specifications.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.